Event description:
Caller states that the pt tested 8.0 inr and 7.2 inr during duplicate testing while a comparison lab returned as 3.5 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.